Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via the radial artery the 80% stenosed, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left main to left anterior descending artery. Following pre-dilation, a 16 x 4.00 promus select drug-eluting stent was advanced and significant resistance was encountered. After the stent reached the end of the 6f guide catheter, the stent was dislodged but still attached to the balloon. The device was removed by pulling, and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient fully recovered.

Manufacturer narrative:
The promus select ous mr stent delivery system (sds) was returned for analysis. Visual inspection revealed no issues along the hypotube shaft, or the shaft polymer extrusion. Microscopic inspection revealed the stent was pulled distally on the balloon, and that the distal end of the crimped stent was bunched and position over the distal markerband. No issues were noted with the balloon cones; they had not been subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement.

Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via the radial artery the 80% stenosed, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left main to left anterior descending artery. Following pre-dilation, a 16 x 4.00 promus select drug-eluting stent was advanced and significant resistance was encountered. After the stent reached the end of the 6f guide catheter, the stent was dislodged but still attached to the balloon. The device was removed by pulling, and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient fully recovered.